Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. After replacing the main electronics, the unit continue to alarm with 316. The latest logfile reveals that main electronics is defective. Vyaire medical findings indicated that most likely lack of soft-start algorithm in software v6.0.1400.0 caused damage on the blower driving hardware of the mainboard due to a too high resulting current needed to overcome actual inertia torque of the blower rotor. Exact root cause under investigation with I-ch-21-024. This complaint will be included with on-going trending analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer evaluated the unit in accordance with the manual but the problem was not fixed. The customer noticed a burning smell coming from the back of the bellavista during o2 calibration. With this issue, the machine is unable to ventilate or perform leak and compliance tests. The customer tried to see if there was a problem with the blower, but when tried to fix the problem by running a selftest, all of the tests passed and nothing changed. Lastly, the customer tried adjusting the blower voltage according to the manual and took a screenshot. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical a complaint of technical failure 401 - inspiration valve or device leaky of bellavista 1000. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.